Manufacturer narrative:
This report is for an unknown cortex screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that a dynamic condylar screw (dcs) plate was scheduled to be removed on (B)(6) 2021 because of a possible infection. The removal surgery took place on (B)(6) 2021 and the devices were explanted. The infection was not confirmed. No other information is known at the moment. This report is for one (1) unk - screws: cortex. This is report 5 of 7 for (B)(4).